Event description:
The pt had a catheter inserted on 11/30/95 for chemotherapy infusions. On 3/12/96, the pt was sent to the hosp for a port-a-cathogram when the staff had difficulty getting a blood return. This study showed that the catheter had separated proximally and the fragmented portion extended from the right atrium to the right ventricle. The catheter was retrieved with a snare via the right common femoral vein. The port was removed several days later from the right side of the pt's chest. There was no injury from these procedures for retrieval.